Event description:
It was reported that an attempt was made to use the pilot 50 guide wire to cross a cto lesion in the rca, but it failed. The pilot 50 guide wire was withdrawn and the tip was reshaped. However, it was found that the guide wire was fractured and the distal part (4.5 cm) of the tip, remained in the vessel. As a result, a snare device was used to capture the distal tip of the guide wire. Reportedly, there was no pt effect.